Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures. The results of this investigation did not change the harm identified during intake.

Event description:
On 1/13/2023, it was reported by a sales representative via phone that qty. 2 of an ar-1588rtt acl tightrope with fibertag had an issue. During a plc reconstruction procedure on (B)(6) 2023, when the surgeon was doing the final tensioning, the suture on the tightrope broke inside the patient. It was used to tension the graft inside the patient. The broken suture was removed and discarded. A second ar-1588rtt acl tightrope with fibertag with a different lot number was used for graft preparation and then the tensioning, and it broke again inside the patient upon final tensioning. Part of the suture remained in the patient and a tenodisis screw with an unknown part and lot number was used to affix the graft and to hold the tension. The procedure was completed successfully with no impact to the patient. The first device was removed and discarded, part of the second device was left in the patient. No pictures were taken.